Manufacturer narrative:
Evaluation summary: the product was not returned for analysis; it remains implanted. The results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other similar complaints reported in the lot number. Attempts have been made to obtain additional information.

Event description:
An ophthalmologist reported five years following an intraocular lens (iol) implant procedure, the lens appeared mildly opaque/hazy. The patient reports foggy vision. Additional information has been requested.